Event description:
The report received from the affiliate indicated that during pta (stenting) in an 80% occluded lesion the right common iliac artery near the abdominal aorta with moderate calcification and tortuosity, a 10x40mm 80cm smart control stent was delivered to the target lesion and the stent was released, but the stent jumped approximately 1cm distally during the stent deployment so the proximal lesion of the common iliac artery could not be covered. Therefore, an additional stent, a 10x30mm smart control stent was placed proximally to the first stent and the entire lesion was fully covered. Ipsilateral approach was chosen for the procedure. The procedure was finished successfully. There was no reported patient injury. The product was clinically used and it will not be returned for analysis. The product as stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present proximal to, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the stent. The smart control locking pin was in place during advancement towards the lesion and it was removed before attempting to deploy the smart control stent. Tje sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent.

Manufacturer narrative:
It was reported that during delivery of the stent in the right common iliac artery it jumped approximately 1cm distally requiring placement of an additional stent proximal to the first. The procedure was finished successfully with no reported patient injury. The lesion was described as 80% occluded, with moderate calcification and tortuosity. Ipsilateral approach was chosen for the procedure. There was no difficulty encountered while advancing/tracking the sds towards the lesion. There was no thrombus present proximal to, at, or distal to the lesion site. There was no difficulty or resistance noted while crossing the lesion with the stent. The smart control locking pin was in place during advancement towards the lesion and it was removed before attempting to deploy the smart control stent. The sds was advanced past the lesion and then withdrawn back into the lesion prior to stent deployment. The user held the handle of the smart control sds flat and straight outside the patient. There was no unusual force applied during deployment of the stent. The product was stored, handled, inspected and prepped according to the instructions for use. Nothing unusual was noted about the stent delivery system prior to use. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15632115 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. With the information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the reported event. However, vessel characteristics and procedural factors may have contributed to the reported event. The product was not returned for analysis. Based on the lack of information and the inability to assign or determine a root cause no corrective actions will be taken at this time.

Manufacturer narrative:
This device is not available for testing and evaluation. Additional information is pending and will be submitted within 30 days upon receipt.